Manufacturer narrative:
The customer contacted the siemens technical support technician (tst) to report the discordant troponin result. The customer stated the technologist running the troponin result flagged with hi error messages. Per the dimension xpand plus with lm instrument guide, when the error is obtained "what to do: result may be reported." The tsc replaced lamp, cleaned windows, aligned photometer, aligned all probes, and performed heterogeneous module (hm) monthly maintenances. The tsc ran contamination test for hm, and indicated no contamination. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed total service call. The cse replaced the discolored heterogeneous module (hm) wash tubing. The cse decontaminated the system including the supply line and processed system check. The cse ran quality control (qc) and ran calibration of troponin sample, and the results were in range. The cause of the discordant troponin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin result was obtained on a patient sample on dimension xpand plus with hm instrument. The discordant result was flagged "hi" and was reported to the physician(s). The patient was held for observation due to the result. The customer tested a newly drawn sample on the original instrument, resulting lower. This result was not reported due to quality control (qc) resulting out of range.the new sample was repeated on an alternate analyzer, and recovered lower. The corrected result obtained on the alternate analyzer was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin result.